Event description:
During cardiopulmonary bypass, one of the tube guide pump rollers of the roller pump loosened to the point that the pump jammed. There was no reported adverse consequence to the patient as a result of this event.